Event description:
It was reported that the device was unresponsive to the programmer head and no telemetry could be generated. It was also reported the patient was in 2:1 heart block but asymptomatic. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: changed date dev. MFR. From (B)(6) 2002 to (B)(6) 2002. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the device was unresponsive to the programmer head and no telemetry could be generated. It was also reported the patient was in 2:1 heart block but asymptomatic. The device is being replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.